Event description:
Reporter alleged the advantage system generated a blood glucose control solution level two result of 750 mg/dl which is outside the reading range of the meter of 10-600 mg/dl. While the reporter was talking to the domestic manufacturer, he mentioned it being difficult to determine if the meter was displaying a 2 (two) or a 7 (seven) because only the top and bottom portion of that particular segment shows in the 1s (ones) area. Reporter also indicated there were other areas of the display that appeared to be missing from time to time. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.